Event description:
Complainant alleged that while the medics were attempting to monitor a patient who was in cardiac arrest. The patient was presenting an asystole heart rhythm. The medic attached electrodes to the patient and verified that the patient was may have been presenting a fine ventricular fibrillation heart rhythm. The medic then attempted to deliver a 120 joule shock to the patient. The device did not discharge, but instead displayed a "disable sync" and an "ECG too small" error message. The medic verified that the device was in "sync-defib" mode, although he had not selected this mode. He then attempted to disable the "sync" option, but the device did not respond to this command. The medic continued to depress the discharge button and the device eventually discharged the energy to patient. The complainant indicated that the patient subsequently expired, but that the reported malfunction was not as a result of the reported malfunction, as the patient had been asystolic upon the medics arrival and in that condition for an indeterminate amount of time. Subsequent to the event, the medic attempted to duplicate the malfunction with the use of a simulator, and that the device passed all testing. The medic was unable to duplicate the patient malfunction, and indicated that the "sync" button may have been accidently depressed during patient treatment, and that when he attempted to disable this mode, he may have depressed the button too many times, and had not properly disabled the "sync" feature. The complainant indicated that the device would not be returned to zoll for evaluation, but would be returned to service. There have been no additional malfunctions reported with the device.